Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when loading a cartridge with 125 units of insulin. The customer's blood glucose level was 128 mg/dl. Reportedly, a new cartridge was successfully loaded and insulin delivery was resumed.